Manufacturer narrative:
(B)(4). Based on the user facility information, non-resorbable material was left unretrieved in the patient's body method: involved device is currently being evaluated at the manufacturing facility in (B)(6). A supplemental follow-up report will be submitted when the evaluation results are available. As stated above, the involved sample has been received by the manufacturing facility. However, the evaluation of the returned device is still in progress. A follow-up report will be submitted when the results of the evaluation become available. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a pre-existing guidewire defect or malfunction. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: "if any resistance is felt or if the tips behavior and/or location seems improper, stop manipulating the run through ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel." (B)(4).

Event description:
The user facility reported that a portion of the guidewire separated during a procedure in the left circumflex artery. The following information was provided by the user facility: the physician was using the guidewire to access a lesion in circumflex artery when the distal tip was reportedly sheared off; the physician attempted to retrieve the detached material using a basket device; the detached material was retrieved, however, upon further evaluation using ivus an additional portion of the coil was found to be still left in the patient; therefore, a stent was placed to trap the detached material against the vessel wall; and the original procedure was completed successfully.

Manufacturer narrative:
The involved device was returned & evaluated by qa at the manufacturing facility. Examination confirmed: (1) the core wire was fractured approximately 37mm from the distal end; (2) the platinum coil was fractured approximately 30mm from the distal end; (3) a dimple pattern was noted on the fracture cross section of the core wire when viewed with an electron microscope; and (4) electron microscope inspection of the coil revealed creases generated by a distorting force on the segment adjacent to the fracture. Inspection & testing of undamaged sections of the returned sample and a reserve sample confirmed that there were no pre-existing defects or anomalies & product performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and return sample appearance are most consistent with damage to the guidewire due to excessive manipulation against resistance during the procedure. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: "if any resistance is felt or if the tips behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel"; and (2) "do not manipulate the runthrough ns through the stent struts. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire". All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2013-00180 to provide additional information regarding evaluation of the returned sample.